Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received indicating missing the glucose alarm alert while wearing the adc device. As a result, the customer had a loss of consciousness and was injected with "glucagon emergency kit for low blood sugar" by the customer¿s wife for treatment. Please note the reported treatment of "emergency insulin injections" is not consistent with low blood glucose. No further information was provided. There was no report of death or permanent injury associated with this event.